Manufacturer narrative:
Date of implant: (B)(6) 2017. Method: device history review, complaint history review, risk assessment; result: device history review indicated all units released to finish good met specifications. Device evaluation could not be performed as no items were returned. Complaint history review indicated there have been no other similar events for this reported lot. Conclusion: the exact root cause of the reported event could not be determined as no device and/or insufficient information was provided for review.

Event description:
It was reported that; the case completed was an extension of fusion using augmentable screws with product. The surgeon revised a previous construct with new augmentable screws as well as extended a level below. The surgeon informed me several days following the case that the post operative CT appeared to show "cement that leaked into the spinal canal."

Event description:
It was reported that; the case completed was an extension of fusion using augmentable screws with product. The surgeon revised a previous construct with new augmentable screws as well as extended a level below. The surgeon informed me several days following the case that the post operative CT appeared to show "cement that leaked into the spinal canal."